Event description:
It was reported by the rep that the (1) 35lst was used during a laparoscopic cholecystectomy procedure. It was reported that the trocar sleeve gasket tore during the case. The surgeon completed the case with a new 35lst and there was no consequence to the pt.